Event description:
This lead was implanted on (B)(6) 2011 and was out of service on (B)(6) 2016 due to and unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).